Event description:
The customer contacted baxter's technical services center regarding a leak. The patient stated she disconnected while on pain medication and does not remember if she properly disconnected from the machine but reconnected anyways. The carpet was wet but it is unknown if it was dialysis solution. Therapy was restarted with new supplies. There was patient involvement but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.